Manufacturer narrative:
H.6. Investigation summary: 1 photo was returned for investigation, the photo shows the white cap is closed on cannula hub. The 73 representative samples were subjected to visual inspection, 20 out of 73 representative samples were subjected to luer cone 11 measurement (cannula hub) and dim 6.9 measurement (white cap). The 73 representative samples passed the visual inspection and the 20 representative samples passed the acceptance criteria for luer cone 11 measurement and dim 6.9 measurement. No abnormality was observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion: unable to confirm the customer experience as no abnormality was observed from the returned photo and returned representative samples. H3 other text.

Event description:
It was reported that there was leakage at the cap with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, translated from dutch to english: leakage at the white cap (does not seem to close completely). Reporting of multiple incidents (11-7-2019). Different patients. Different nurses (skewers).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was leakage at the cap with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, translated from dutch to english: leakage at the white cap (does not seem to close completely). Reporting of multiple incidents ((B)(6) 2019): different patients. Different nurses (skewers).